Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
It was reported via the FDA (B)(4), guide wire inserted into bone broke and was unable to be retrieved. Md aware, and used as fixation. Primary surgery, no delay in surgery.